Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator exhibited non sustained rv oversensing, the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive any therapy due to the oversensing. The device was reprogrammed. The patient was in stable condition.